Event description:
Disposable 0.5mm burr used under microscope during ear surgery missing head at end of case. Scrub nurse uncertain if the burr head was intact prior to use. Md did not feel the burr head was left in the patient's ear, but it should not result in injury or complication if it was left. He deferred x-ray. The burr was disposed of in the sharps container at the end of the case.